Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-sep-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse discovered the tubing at the wash preheater was leaking. The tubing was replaced with a piping exchange kit. Last, the fse ran performance checks and the instrument was found to be fully operational and within specifications. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a wash heater leak.

Event description:
On (B)(6) 2016, the customer reported receiving error "3022" (sensor, leak detected). The technical support (ts) advised the customer to blow canned air to dry the sensor and disconnect and reconnect the s702 sensor. This did not rectify the issue as the error persisted per the customer. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, bhcg, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.